Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet system, including a low of 55 mg/dl and a high of 319 mg/dl, after overtreating a prior low with soda and attempting to correct a subsequent high by announcing breakfast twice, during which the device provided alerts; the event involved user handling and use of oral glucose. Symptoms included hypoglycemia, hyperglycemia, weakness, and sweating. Outcomes included transient symptomatic hypoglycemia without hospitalization. Investigation included a review of use patterns and education on best practices for treating lows and avoiding meal announcements as corrections. Investigation of this case revealed that the ilet delivered corrective insulin and alerts as designed and that the excursions were associated with user overtreatment of hypoglycemia and use of meal announcements to correct hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user management of glucose outside of recommended practices.